Event description:
Bracco injector syringe exploded after spike got stuck into the syringe. The saline was being lowered to replace and the top/beveled end of the syringe broke off and shot across the room. The exploded syringe hit the employee in the back. No injury noted.